Event description:
It was reported that the ventricular lead exhibited noise and higher capture thresholds in bipolar than unipolar, despite similar impedance measurements. The noise could be seen during autocapture threshold and setup tests when programmed bipolar. The ventricular polarity was programmed to the unipolar configuration, and the patient would be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.